Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a cause for the reported inaccurate delivery. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified external iliac artery that did not have any tortuosity. A 6.0 x 60 mm absolute pro vascular self-expanding stent system (sess) was used and did not meet any resistance during advancement. However, the stent jumped during deployment from the lesion and into healthy tissue fully deployed. Therefore, another unspecified absolute pro vascular stent was implanted in the lesion to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.